Manufacturer narrative:
One smiths medical cadd-prizm® vip pump was returned for analysis in good condition. There was no evidence of the complaint upon review of the device history log. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. Based on the evidence, the complaint was not confirmed and there was no fault found.

Event description:
Information was received indicating that the delivery accuracy is high on a smiths medical cadd-prizm® vip system. There were no reported adverse effects.

Manufacturer narrative:
Additional information: no patient involvement.